Event description:
Tech alleged the hi/low is drifting slowly down on this bed. No pt impact.

Manufacturer narrative:
Tech found the problem to be a faulty emergency trendelenburg valve. The emergency trendelenburg function still works. The tech replaced the emergency trendelenburg valve to resolve the issue.